Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. The patient was a pacemaker dependent patient. No further information is available at this time.

Event description:
Additional information received indicated that the device was explanted on (B)(6) 2017, and the patient was stable before, during, and after the procedure.